Manufacturer narrative:
Other, other text: additional information: no patient involvement. Information added to section b5.

Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. During the investigation the following error was observed: travel reverse error - check clutch/ plunger lever. An occlusion test was subsequently performed. A check clutch/ plunger lever error was observed during the occlusion test. The customer reported product problem was therefore confirmed. The product problem occurred due to abnormal wear of the clutch halves and lead screw. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned worn components were replaced.

Event description:
It was reported that the medfusion pump exhibited motor issues. No patient injury or complications were reported in relation to this event.